Event description:
A laparoscopic hook electrode was being utilized in a laparoscopy when the metal hook section came off of the distal end. The metal piece was successfully retrieved from the patient's abdominal cavity. No complications occurred.